Manufacturer narrative:
(B)(4). The analysis found that one ec60a device was returned in good visual condition and with one ecr60w cartridge reload loaded in the device. The cartridge reload was received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a sub total gastrectomy procedure while closing the otomy on the second firing with a white load. The device completed all the strokes and the knife blade was returned. When the device was opened, the middle to distal end the staple line had either malformed or missing staples. Sutures were used to complete the staple line. There was no patient consequence.